Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member was reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 408 mg/dl and current blood glucose level was 402 mg/dl. Customer reported the symptoms like vomiting. Customer did use auto mode feature. Customer stated that reservoir was not locked in place ang retainer ring was cracked. Customer also stated that they had shin irritation and sign of infection, inflammation, swelling, skin erosion and discharge. The insulin pump will be returned for analysis.